Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported that the insulin pump alarmed no delivery during prime. Troubleshooting was done but not completed because the no delivery alarm from the insulin pump was resolved by an infusion set change or reservoir change and the cause of the occlusion could not be determined. No additional information was provided.